Manufacturer narrative:
The company service representative examined the system and did not indicate replicating the reported event. The air filter and pressure regulator were replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The air filter and laser module were received for evaluation. The laser module was tested and found to meet specifications. The air filter assembly did not meet specifications. The press cable in the air filter was non-conforming. The laser module met specifications; the root cause of the reported event of the laser issue remains inconclusive. The root cause of reported event of system message (sm) [air pressure inlet filter may be dirty and needs to be replaced. Please contact field service.] Can be contributed to the non-conforming press cable in the air filter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, a system advisory displayed and the laser was not working. The procedure was aborted.